Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure (B)(6) 2015 as part of the bsc bt registry clinical study. According to the complainant, the patient underwent her second bronchial thermoplasty procedure to the to the left lower lobe on (B)(6) 2015. The procedure was completed with no issues noted to the device. Following the procedure, the patient experienced exacerbated asthma symptoms. The patient had a planned overnight hospitalization stay, however, the hospitalization was extended due to exacerbated asthma. The patient was treated with systemic corticosteroids. The asthma exacerbation resolved on (B)(6) 2015 and the patient was discharged from the hospital. Baseline spirometry values visit date: (B)(6) 2014. Pre-bronchodilator: fev1: 2.17, fev1 % predicted: 77.00. Fvc: 2.88, fvc % predicted: 88.00. Post-bronchodilator: fev1: 2.33, fev1 % predicted: 83.00. Fvc: 2.93, fvc % predicted: 89.00. **additional information received on 04nov2015*** the patient was treated with methylprednisolone.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure (B)(6) 2015 as part of the (B)(4) study. According to the complainant, the patient underwent her second bronchial thermoplasty procedure to the to the left lower lobe on (B)(6) 2015. The procedure was completed with no issues noted to the device. Following the procedure, the patient experienced exacerbated asthma symptoms. The patient had a planned overnight hospitalization stay, however, the hospitalization was extended due to exacerbated asthma. The patient was treated with systemic corticosteroids. The asthma exacerbation resolved on (B)(6) 2015 and the patient was discharged from the hospital. Baseline spirometry values. Visit date: (B)(6) 2014. Pre-bronchodilator, fev1: 2.17, fev1 % predicted: 77.00, fvc: 2.88, fvc % predicted: 88.00. Post-bronchodilator, fev1: 2.33, fev1 % predicted: 83.00, fvc: 2.93, fvc % predicted: 89.00.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.